Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and watchdog timeout alarm. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Troubleshoot could not resolve the issue, received another unexpected restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window.